Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 3.0x23 promus rx drug-eluting stent delivery system was advanced toward a lesion in proximal left anterior descending coronary artery, but was unable to cross the lesion. The promus was removed from the anatomy with resistance felt. The procedure was completed using a non-abbott stent. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.